Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Getinge service will not be required. The customer is trained on the unit and will be performing his own repairs. Customer will be ordering k6 a solenoid. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) shut down and presented error message #66. The unit was swapped out. There was no patient harm and no adverse event was reported.